Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the instrument clutch button on arm 4 was not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. Prior to calling technical support, the customer tried to undock and re-dock, but the clutch button still did not work. The tse reviewed the logs and found error 25745 button unstable for arm 4. The customer only needed three arms for the case, so they proceeded with the surgery using three arms. The tse recommended after the case to hard power cycle the patient side cart (psc) and test the instrument clutch button. The instrument clutch issue was resolved after system start. The procedure was completed with no reported injury. Isi followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the reporter stated that when the cannulas were docked, and staff was trying to install an instrument, they could not advance due to clutch button failure with arm 4. All arms were undocked, and the surgeon re-docked on arms 1, 2, and 3 instead of arms 2, 3, and 4 since arm 4 instrument clutch was unresponsive. No patient injury. The procedure was completed using arm 1, 2 and 3. Patient information was not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with clinical sales representative (csr) to further investigate the reported problem. The reported problem was confirmed. Per csr, the instrument clutch issue was resolved after system start. A review of the site's system logs for the reported procedure date was conducted by tse. The logs showed an error for unstable clutch button for arm 4. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer completed the procedure using remaining arms. After the start of procedure, the instrument clutch button on arm 4 was nor working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.